Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm and watchdog timer error during fill 1 of 6 of treatment twice. The patient powered off the cycler and the watchdog timer error appeared again after powering the cycler back on. After cancelling treatment, the patient noticed the fluid leak while removing the cassette from the cycler door. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area but not on the external of the cassette. The patient stated one of the tubes on the cassette was missing and that fluid may have come from there. The patient also reported the cycler has been making a grinding noise for several months. The patient was advised to discontinue the use of their cycler for the evening until the next day's treatment and to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event, and that the cycler set was not actually missing tubing. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of treatment to let the cycler dry out. The patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event, however stated the cycler is still producing a grinding noise. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm and watchdog timer error during fill 1 of 6 of treatment twice. The patient powered off the cycler and the watchdog timer error appeared again after powering the cycler back on. After cancelling treatment, the patient noticed the fluid leak while removing the cassette from the cycler door. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area but not on the external of the cassette. The patient stated one of the tubes on the cassette was missing and that fluid may have come from there. The patient also reported the cycler has been making a grinding noise for several months. The patient was advised to discontinue the use of their cycler for the evening until the next day's treatment and to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event, and that the cycler set was not actually missing tubing. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of treatment to let the cycler dry out. The patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event, however stated the cycler is still producing a grinding noise. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.